Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist, during insertion of commander delivery system and a 29mm sapien 3 valve through a 16f esheath+, resistance was felt and upon flouro, the delivery wire buckled causing the seam of the sheath to split. The valve and delivery system exited the sheath through the seam. The delivery system was in the sheath in the aorta. An aortic perforation was noted. A coda balloon was used to stop blood flow to the perforation. The patient was stabilized. The patient had open thoracic surgery to repair the perforation of the aorta and a cutdown of the right femoral artery to remove the valve and delivery system. The aortic valve replacement was aborted due to the perforation of the aorta. The device(s) will be returned. Per report, blood loss occurred as the patient was converted to an open thoracic surgery to repair the aorta. There was no damage to the valve. The patient's minimum luminal diameter measured 9mm with no tortuosity or calcification. The patient is alive and stable.

Manufacturer narrative:
Update to h3 (device evaluated by manufacturer), h6 (component code, type of investigation, investigation findings and investigation conclusions) and h10 to reflect product investigation. The 16fr esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging was reviewed and revealed that tortuosity was observed in patient. Procedural imaging revealed that the delivery system was outside the sheath while in the patient. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The esheath+ introducer set IFU, commander delivery system IFU, device preparation training manual, and procedural training manual were reviewed for guidance and instructions. The procedural training manual provides guidance on system advancement force best practices. The following best practices may be considered for a thv procedure at the physician's discretion, additional considerations should be made for the presence of tortuous anatomy, small vessel diameters and/or calcification, crimp technique verification - utilize proper crimp technique by performing 3x crimp for 5 seconds every time so this ensures the appropriate crimp profile for the valve to be inserted through the sheath without adding to system advancement force. Vessel dilation prior to sheath insertion - an additional dilator is included with the system for vessel dilation as needed, utilization of a stiff wire for initial sheath insertion, then switched out with a standard wire - use of a stiff wire (for peripheral access only) can be used in cases with peripheral tortuosity (for example, supracore or lunderquist), this method may be utilized for straightening the vessel anatomy for access, but not for valve crossing, sheath seam orientation - insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance, and sheath insertion angle and short movements - system advancement force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification. Perform shallow stick/puncture so that sheath is parallel to leg. Use short movements and push delivery system closer to sheath hub. Imaging confirmation - if system advancement force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. In addition, the procedural training manual provides guidance on delivery system removal. Completely unflex the delivery system, ensure flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire system through the sheath, and maintain guidewire position in the aorta. Patient injury may occur if the delivery system is not completely flexed prior to removal. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for sheath liner punctured and resistance between system components were confirmed through evaluation of returned imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Reviews of the lot history, DHR, and complaint history showed no indication a manufacturing non-conformance contributed to the event. No IFU/training manual deficiencies were identified. As no damages on the sheath were observed or reported during device preparation, the liner damage was likely not present out of the packaging. As reported, 'during insertion of commander delivery system and a 29mm sapien 3 valve through a 16f esheath+, resistance was felt and upon flouro, the delivery wire buckled causing the seam of the sheath to split. The valve and delivery system exited the sheath through the seam. The delivery system was in the portion of the sheath that was in the aorta. An aortic perforation was noted'. Per the IFU/training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification'. Returned patient imagery showed tortuosity in the patient's access vessels. Tortuosity can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen, which may have led to the experienced resistance. During the experienced difficulty, it is also possible that excessive manipulation may have been applied, which could have led to the observed protrusion of the delivery system and crimped valve through the liner. In this case, available information suggests patient (tortuosity) and/or procedural (excessive manipulation) factors contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no product risk assessment no corrective or preventative action is required at this time.